Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed the distal end of t has been broken off likely caused when being pulled out of the patients meniscus. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. A design change was implemented to address this failure mode. The device in question was manufactured prior to this change. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the curved fast-fix 360 during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.